Manufacturer narrative:
Product evaluation: the device was received in service and repair. Pre-repair temperature testing was performed. After running the device for 1 minute, the temperatures were recorded as follows: rear ¿ 26.2 c (79.16 f), middle ¿ 29.1 c (84.38 f), and, nose ¿ 48.3 c (118.94 f).

Event description:
It was reported that the device was overheating during procedure. ¿heat up was confirmed about 1 minute after turned on the foot switch. Handpiece was too hot to keep holding. Surgeon wrap the handpiece by moisten with normal saline solution, and continued surgery.¿ there was no patient impact.

Manufacturer narrative:
Date of this report: 03/09/2016 date manufacturer received: 06/01/2016. Product evaluation: the device was disassembled and cleaned. Corroded parts, including bearings, were replaced and device was repaired. The device was s uccessfully tested to specifications. (B)(4).